Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: a review of the black box showed a rewind, load, and prime step was performed. There was no evidence of a load step malfunction. The pump will only alarm ¿no cartridge detected¿ if the piston pushes the entire cartridge to the zero unit position. The load malfunction was simulated during investigation by starting the load step without the cartridge installed. The pump did alarm ¿no cartridge detected¿. The investigation did not duplicate a load step malfunction with a cartridge installed. The force sensor calibration test confirmed the sensor was within specification. The pump cover was removed to find evidence of moisture corrosion on the force sensor flex pins and on the force sensor components.